Event description:
Per the clinic, the patient experienced skin overgrowth around the implant site. The patient underwent a surgical procedure on (B)(6) 2013 to have abutment removed. The site was closed and covered with a healing cap. During the same procedure the patient was implanted with a new fixture and abutment. The implanted device remains.

Manufacturer narrative:
(B)(4).